Manufacturer narrative:
Other applicable components are: product ID: 3391s-40, lot#: v159369, implanted: (B)(6) 2009, explanted: (B)(6) 2019, product type: lead. Analysis of the lead (lot number: v159369) revealed that the #0 conductor was broken 1.0 cm from the proximal end at the connector weld site. Analysis of the lead (lot number: v159369) also revealed the lead at the proximal end insulation was consistent with metal ion oxidation (mio). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for depression. The patient reported she did not feel like the stimulator made any difference. The patient reported no therapeutic relief since implant and she would like to have it taken out. No further complications were reported or anticipated. Additional information received from the consumer reported the cause of the lack of therapeutic effect since implant was unknown. Due to the lack of therapeutic effect the consumer underwent outpatient clinical management of their depression. At the current time the lack of therapeutic effect was resolved. No further complications were anticipated. Additional information was received from the manufacturer representative (rep) reporting that both the ins's and leads and extensions were removed. They were in a depression study and didn't feel like the therapy was working for her so they had the devices removed. The devices are expected to be returned for analysis. The revision occurred on (B)(6) 2019. Troubleshooting resolved the issue. Symptoms were located in the brain. Additional information was received from the rep indicating the cause of the lack of therapeutic effect since implant was unknown.

Manufacturer narrative:
G5: please note that this device was used in an off-label manner as it was implanted for depression. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.